Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Visual inspection of the device revealed contamination and water damage throughout the device. The device was returned to the customer unrepaired due to the customer declined repair of the device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and had an unresponsive touchscreen. During evaluation of the device, the device displayed an error message (sf192) related to a power to the sensor board issue. There was no patient harm or serious injury reported as a result of this incident.